Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) that encountered the issue replaced the fiber optic assembly, tested it and this corrected the error. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cs300 intra-aortic balloon pump (iabp), it was found that the fiber optic test failed. There was no patient involvement, and no adverse event reported.